Manufacturer narrative:
(B)(4). (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced fungal peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was reported the patient was hospitalized for the event the same day as onset. The same day the patient began treatment with intravenous (IV) amphotericin (dose and frequency not reported). On an unreported date, the patient was treated with intraperitoneal fluconazole (dose and frequency not reported). Both medications were discontinued twenty-seven days later and the same day the patient was discharged from the hospital. Twenty-seven days after hospital discharge the patient was readmitted to the hospital for relapsing fungal peritonitis. The patient began treatment with IV amphotericin (dose, frequency and duration not reported) and oral fluconazole (dose and frequency not reported). The patient was discharged thirty days after admission and the oral fluconazole remained ongoing. It was reported the patient recovered from this peritonitis event. Pd therapy was ongoing. No additional information is available.